Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was dropped from a table, resulting in screen bezel separation and a nonfunctional display that prevented the device from turning on. Symptoms included no reported clinical effects. Outcomes included no impact to the user¿s health and no need for medical care. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, with device failure attributed to screen separation and associated hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.